Event description:
Edwards learned that a second device, a 29mm transcatheter bioprosthetic valve, was implanted in the aortic position via valve-in-valve intervention. The implant duration of the original device at the time of the procedure was eleven (11) years and three (3) months. The reason for reoperation is unknown and both devices remain implanted. No additional details provided.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record was reviewed and showed that this device met all manufacturing specifications for product released prior to distribution. No issues were identified that would have impacted this event. The reason for valve-in-valve intervention is unknown. Although there are multiple root causes, valves are typically treated because they are not functioning optimally. Reoperative valve surgery and valve-in-valve intervention carry significant risk. Attempts to retrieve further information were unsuccessful. If additional information is received a supplemental MDR will be submitted. Without additional information the root cause of the reported event is indeterminable. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.